Event description:
It was reported that the pump was showing a travel course error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the customer reported complaint was confirmed. During the investigation the syringe size could not be verified. Opened the plunger assembly and found the assembly was corroded. The left plunger assembly, right plunger assembly, and plunger assembly board were replaced to correct the issue, and the device passed all testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.